Event description:
The manufacturer received information alleging difficulty breathing related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously received information alleging difficulty breathing related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer and found unknown dust like white and black contamination and some very small potential fibers at the air input of the blower box. Light dust-like contamination on top of the blower motor and the blower motor seal. Slight black contamination at the air outlet of the blower box. Tiny unknown white and black specs of contamination on the bottom the blower box. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 1 errors logged while was powering device on. The manufacturer concludes multiple contamination of dust, white and black dust found were external to the device. The manufacturer concludes there was no evidence of sound abatement foam degradation. In this report, section d9, g3, h3, h6 has been updated or corrected.